Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that there was a backward time change event during the provided date range. This is not an issue rather an expected system behavior. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. To further investigate examined the uploaded data from database and observed that user has been uploading data with backward time change. To assist with the resolution , provided the below feedback to helpline support team -- user did a backward time change on 18th march 2025 to 17th february 2025 and has been uploading data until 24th march 2025. All data uploaded until 24th march 2025 has became ambiguous as the data do not refer to current date range. -- please provide below feedback to user : request user to generate report for march until 15th march 2025 since the backward time change is made on 18th march 2025 , data has become ambiguous. Since data uploaded so far refers to february 2025 , reports for february'25 conflict data error. Since the current data range has february'25 for now , reports can be generated excluding for february and march until 15th. -- to resolve this issue for future date , please request user to follow the below steps : request user to update the pump date and time to reflect current date once user has updated date and time , user needs to upload only the current date data and do not include any previous date. As the previous date has backward time change. -- please check and let us know the update. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is due to the time change made by the user in the pump. We havenâ¿t received a response confirming whether the recommended steps resolved the issue. As a result, weâ¿ll be closing the ticket. If the issue persists, please let us know, and weâ¿ll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank carekink report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer receives an error when attempting to generate a carelink report, the carelink report was not displayed as expected, or a possible issue with data in the carelink report, i.e. Missing, or inaccurate. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.